Event description:
Caller reported a tandem mobi cartridge alarm. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support confirmed the cartridge alarm and arranged to replace the pump. Caller was informed about receiving a pump with updated software and acknowledged instructions for putting the pump into storage mode and returning it. Caller will continue current pump use and coordinate backup insulin therapy with their healthcare provider.